Manufacturer narrative:
(B)(4). (B)(4) - blade seized/stopped. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01119. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. The device quit cutting in the middle of the procedure. Another device was used to successfully complete the procedure with no adverse pt consequences.